Manufacturer narrative:
H3: evaluation determined that bearing detachment. The likely cause of failure couldn't be determined. It was noted also that the tube has been bent out of shape at the end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of no problem reported. No patient impact reported. Repair request escalated to a product event due to the evaluation finding of detached bearings.